Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient received inappropriate antitachycardia pacing and hv therapy for supraventricular tachycardia due to rate branch switching prior to diagnosis. Programming changes were made. Device remains implanted, and patient condition is stable.